Manufacturer narrative:
D10 concomitant products: unknown signia egia adapter, (serial #unknown) unknown endo gia sulu, (lot # unknown) sigpshell, sig power sigpshell control shell, (lot # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a video-assisted thoracoscopic surgery (vats) procedure, the jaws did not close completely so the stapler did not fire as expected. Several times, the surgeon closed the reloads on different types of tissue, including lung parenchyma, vessel, and bronchus, but the expected firing thickness indicators did not appear on the screen, and it seemed that the jaws did not close properly. Multiple attempts were required to achieve proper device function, and sometimes after two or three tries, the issue was resolved and the device fired as intended. Troubleshooting steps included changing the power handle, shell, and reloads, but the issue persisted. To resolve the issue, the power handle was replaced. No patient complications have been reported as a result of this event.